Event description:
No event description received; product evaluation revealed balloon inflated but did not maintain inflation due to interlumen leakage. Leak testing showed an interlumen leakage between inflation and infusion lumen at the junction where inflation extension tubing merged into the main catheter body.